Manufacturer narrative:
Philips service replaced 24 volt power supply, l-arm connection/splitter panel spz, and amc triple servo drive hp-lp-lp. Monitoring was advised for intermittent issues. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent geometry errors linked to power supply and amc drive occurred on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.